Event description:
Customer complained of a discrepant inr result between coaguchek xs meter of unknown serial number and a lab using an unknown reagent. At 11:47 am, the customer tested a patient by fingerstick on the meter using an unknown strip lot and the result was 8.0 inr. At 2:06 pm, the patient had a lab test at the emergency room and the result was 4.7 inr. The patient has a therapeutic range of 2.0-3.0 inr. Customer did not provide any patient information. There was no allegation of an adverse event. The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated. Roche diagnostics has issued a recall for this issue. Please refer to medwatch field correction/removal report no.